Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the complete lead was returned and was thoroughly analyzed. Visual inspection revealed the is-1 terminal legs insulation ruptured through the rate/sense (rs) coils where physically altered metal was noted approximately six centimeters from the terminal pin. This is consistent with lead-on-can contact. The leads trilumen insulation was also abraded through to the rs coils approximately 53 cm from the is-1 terminal pin which is consistent with lead-on-lead contact. Overall, analysis was able to confirm the clinical allegations made against the lead in the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead had an insulation issue leading to an open circuit which ended up burning the device. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.